Manufacturer narrative:
Based on the claim against the product by the customer noting ergonomic issues with the surgeon side console (ssc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced part ID:371853-02-armrest lift actuator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding ergonomic issues with the surgeon side console (ssc). Was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A procedure log review was performed. Per the review, the following was confirmed: an appendectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to another dv system after the start of the procedure due to ergonomic issues with the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeons console dropped down to its lowest point. The customer said the armrest and the foot pedals moved to their lowest point/setting and now they can't move them or change the setting. Before calling in customer tried readjusting the armrest/foot pedal, but it wouldn't move. The customer then got a surgeon side console (ssc) from another system and disconnected the surgeons console with the ergo problem. The customer is continuing with the case. Tse viewed error logs and don't see any related errors in the logs. The procedure was converted to another dv system and completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.